Event description:
A customer reported that during a cataract procedure, the footswitch "would not answer". The case was converted to an extracapsular cataract extraction (ecce) and completed without further incident.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).